Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device via femoral artery, an unusual noise was heard shortly after activation. The catheter became stuck and was removed along with the sheath. The tip was found bent and irreparable. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device via femoral artery, an unusual noise was heard shortly after activation. The catheter became stuck and was removed along with the sheath. The tip was found bent and irreparable. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided images contain information regarding catheter bent. After review of the provided images material deformation was observed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: labeling review, are not applicable for this complaint as it is a complaint not connected to labeling. The user described event involves the device itself and issues with it. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided images contain information regarding catheter bent. After review of the provided images material deformation was observed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2b (medical device type), d4 (medical device catalog #, medical device lot #, unique identifier (UDI) #), g3. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device via femoral artery, an unusual noise was heard shortly after activation. The catheter became stuck and was removed along with the sheath. The tip was found bent and irreparable. The procedure was completed using another device. There was no reported patient injury.